Event description:
On (B)(6) 2012, clinical sales representative received information from (B)(6), alleging that an mcs tip cover from a lot number recently involved in a medical device field action initiated by intuitive surgical, was used on a patient prior to the medical device field action. According to information provided by (B)(6), a patient acquired an infection, and the customer points to the possibility of an open package as the primary cause.

Manufacturer narrative:
Isi has made multiple attempts to contact (B)(6); however, no response has been received as of the date of this report. A follow-up MDR will be submitted if additional information is received. (B)(4). Of those non-uniform seals, our tests indicate that in a small percentage of non-uniform seals, due to the presence of the pleats or creases, there may be a breach in the barrier integrity of that seal. (B)(4).